Event description:
While using saw, a piece of the basearray broke off.

Manufacturer narrative:
Reported event: while using saw, a piece of the basearray broke off. Device evaluation and results: the product was unavailable for inspection. (B)(4) has been initiated in regards to missing product. Device history review a review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/23/16. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19070116 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using saw, a piece of the base array broke off.